Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was received with two sets of CPR stat pads, unopened and no damage observed. These pads are designed to not be face to face and also do not have a shorting bar. The device is reporting the correct message due to detecting an invalid impedance (open). The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.